Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Doi.org/10.1007/s43390-024-00946-4. A2: please note that the age is based off average age of patient involved in this event. A3: please note that the gender is based off as per the majority of patients. B3. Please note that this date is based off of the date of publication of article as the event dates were not provided in the published article. D4: product identifiers are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding developing a risk score to inform the use of rhbmp-2 in adult spinal deformity surgery. The following medtronic devices were used: recombinant human bone morphogenetic protein-2 (rhbmp-2). This study was a retrospective analysis of a prospectively collected, single-center database containing adult spinal deformity(asd) patients with 3-year data. Purpose of the study was to generate a risk score for pseudarthrosis to inform the utilization of rhbmp-2, balancing costs against quality of life and complications. 481 patient were included in the study of 481, 64% (308/481) received bmp-2 (1% received small, 4% medium, 51% large). Mean estimated blood loss in the study was 1568 ml and mean number of levels fused were 11.0. 63.6% of surgical approach was posterior and 36.4% was combined. There were 17 (3.5%) patients that developed pseudarthrosis by 3 years, 10 (2.1%) of which underwent reoperation. Rhbmp-2 use, regardless of kit size, did not significantly lower pseudarthrosis rates overall or reoperation rates following development of pseudarthrosis. No further information was provided pertaining to medtronic products.